Event description:
It was reported that the unit broke while passing it through a hip access cannula. Further, the broken piece was retrieved and the procedure was completed.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.